Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device revealed the balloon did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. No kinks or damage noted along the shaft of the device. Functional analysis was performed, and the balloon was able to be inflated; however, a pinhole leak was found on the balloon material. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner the device was handled, the technique used by the physician, and the normal procedural difficulties encountered during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the ductus choledochus (dhc) during a dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician attempted to inflate the balloon; however, the balloon was unable to be inflated. Reportedly, the balloon was removed from the patient and noted that there seemed to be a hole on the balloon. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.